Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump requested a minimum of 50 units after filling the cartridge with insulin during the load process. Reportedly, the customer went to the emergency room (ER) due to being unable to use the pump (blood glucose values were not provided). The clinical diabetes specialist was able to guide the customer through the load process successfully and resume insulin therapy. Multiple follow up attempts were made in an attempt to obtain additional information regarding this event; however no additional information was provided.